Manufacturer narrative:
Further investigation: acist a2000 multi-use syringe kit, lot 0937g, acist bt2000 manifold kit, lot 1357j, acist at-p54 hand controller kit, lots 0397f and 0537b. The acist contrast injection system was taken out of service in 2007 and is being returned to acist for testing. The disposable kits used during the procedure were discarded by the hospital; therefore, no analysis can be performed on these items. This event is not considered device-related; however, no definite conclusion can be made as to the cause of this event.

Event description:
User facility reported: during a right coronary artery angiography using the acist contrast injection system, an air injection occurred after the first injection. The patient experienced low blood pressure and abnormal heart rhythm.